Event description:
It was reported that an ilet user experienced persistent rising blood glucose without pump alerts and with no apparent supply defects while using a cd infusion set; during troubleshooting the user completed a full supply change and initially did not observe drops during fill and was uncertain about the insulin volume in the cartridge, then restarted the supply change, fully filled the cartridge, confirmed drops, applied a new infusion set, filled the cannula, and resumed insulin therapy, with glucose peaking at 352 mg/dl before trending down. Symptoms included hyperglycemia. Outcomes included no health consequences or impact reported. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information to attribute the event to a specific device component or malfunction. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.